Manufacturer narrative:
Product complaint # (B)(4). Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while using the tibial stylus from the attune instruments, the surgeon remarked that the stylus foot was difficult to move in and out of the tibial cutting guide slot.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthese joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received and stated that the surgeon felt the slotted cut foot that slots into the tibial cutting guide was bent or damaged/worn in some way which prevented the stylus foot from being able to be easily placed into the cutting slot.

Manufacturer narrative:
Product complaint # ==> (B)(4). Investigation summary ==> according to the information received, ¿while using the tibial stylus from the attune instruments, the surgeon remarked that the stylus foot was difficult to move in and out of the tibial cutting guide slot. Surgeon thinks the foot may have been damaged and requested a replacement. Instrument is from a consignment set, no patient impact, procedure was successfully completed". The device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the returned sample revealed that the attune adj tib stylus has the pointer sub-assembly bent, consistent with a random component failure that may have been caused by exposure to unintended forces while handling the device. However, the unable to assemble and disassemble allegations cannot be confirmed as the reported mating device was not returned for evaluation. The component that attaches to the mating tibial cutting block does not presents any signs of a device non-conformance, only light scratches can be observed all over the surface, consistent with normal and repetitive use over a 10 years. The observed condition was identified as an end of life indicator. The overall complaint was confirmed as the observed condition of the attune adj tib stylus would contribute to a device issue. Based on the investigation findings, the potential cause of the worn appearance is traced to end of life. Regarding the bent condition, the potential cause is traced to unintended user error. It has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H3.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable.